Manufacturer narrative:
The patient has a long history of tmj pain and dysfunction. The surgeon previously performed exploratory surgery and removed synovial entrapment (MFR. #2031049-2020-00004). However, the patient's pain persisted. The surgeon elected to remove the left tmj implants, and reported that the devices did not exhibit any hardware failure. Multiple MDR's were submitted for this event ( reference 201349-2020-00093).

Event description:
The patient's left tmj devices were removed due to pain.